Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the yellow protective sheath could not be removed from the 3.5 x 15 mm nc traveler balloon catheter. The balloon was not used on the patient. A new balloon catheter was used for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular confirmed that the balloon sheath was difficult to remove. A search of the complaint handling database was performed and there were no other incidents reported for difficulty removing the protective sheath from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. Further assessment was performed per operating procedures and av concluded that there is no indication of a product quality issue. The performance of these devices will continue to be monitored.